Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd® flu+ syringe there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the syringe body."

Event description:
It was reported when using the bd® flu+ syringe there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the syringe body."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd® flu+ syringe there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the syringe body."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2009409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number for further evaluation. The retained samples were examined and no signs of foreign matter were identified. Based on the provided feedback and the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.